Event description:
Pt brought for angio, flushed IV - started angio, no contrast seen, went to check pt, hub of new IV tubing popped off - contrast sprayed all over pt, CT table and floor. Had to repeat trigger. This is the second time, this user has experienced this problem.